Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e1(initial reporter and email), e2, e3, e4, h6 (impact code). Updated data: b4, g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during a inspection by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) on cardiosave mode - the pump does not turn on. The pump came to us from a distributor in lithuania for inspection and inspection corrective actions. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10 . Additional contact details: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) was not turning on. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and found the problem with touchscreen and executive board. Fse resolved the issue by replacing the lcd 19 inch touch 5 wire and executive board. Fse also replaced safety disk, tidal disk at 27mil. Cycles and compressor and filter at counter rate 11,000. Fse calibrated and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) on cardiosave mode - the pump does not turn on. The pump came to us from a distributor in lithuania for inspection and inspection corrective actions. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a